Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a clogged valve. It is unknown if the valve is certas or hakim. According to reported information, it is unknown if there was patient injury, it is also unknown if the event led to surgical delay. No additional information has been provided.